Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump malfunctioned. Unit had blood go through the system past the blood detector. Balloon rupture was reported. No harm was reported.